Event description:
It was reported that there was an error code. The event happened during testing. No patient involvement was reported.

Manufacturer narrative:
One device was received. A review of the event history log found error code 41622. A visual inspection found that the upstream occlusion (uso) seal was buckling. During the functional testing, the customer reported complaint was able to be confirmed. The code is related to a motor issue. The hub gear and motor was replaced to correct the issue, and the uso seal was also replaced. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.